Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspections confirmed the helix was stretched. This was likely a result of the procedure. Laboratory testing was unable to reproduce the other reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead exhibited high impedance measurements and loss of capture. When the ra lead was removed, an issue with the helix extension was noted. No adverse patient effects were reported.